Manufacturer narrative:
(B)(4). Unit received unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery due to complete broken reservoir tube lip, battery tube threads cracked and cracked belt clip slot noted. No back light anomaly and no failed battery test alert noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was cracked at the reservoir compartment. Customer reported failed battery to the insulin pump. The back light was dimmer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.